Event description:
User facility report# 310045-99-004 reports bipolar forceps burned the inside of the pt's mouth during a tonsilectomy. Biomedical engineer noted that the forceps likely contacted non-targeted tissue during coagulation or cautery of the tonsil. Voice mail message received from user facility initial reporter confirmed that primary object of MDR (ie., device responsible for event) is bipolar forceps; catalog no. 80-2961. Note: this device was also reported to have been involved in an event reported on mfg medwatch report no. 1219655-1999-00191. Events.